Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No air bubble anomaly noted during testing. No power loss alarm, low battery alarm, failed battery test alarm or bad battery alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. The motor functions properly during testing. No drive or motor anomaly noted. The motor was tested outside of the unit and passed. Hardware low level failures error alarmed during self test due to broken trace at on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. No moisture damage noted on the electronic assembly or on the motor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of above 500 mg/dl. The customer's other blood glucose is 328 mg/dl. The customer did experienced the symptoms such as stomach nausea, vomiting, difficulty in breathing. Customer states the drive support cap appears normal. Customer states that he was in hospital three times in moth because of diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer assisted with high pressure test and it passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
The customer reported via phone call that they received emergency medical service due to high blood glucose on (B)(6) 2018 with blood glucose of above 500 mg/dl. There is no information about drive support cap mentioned by the customer.